Event description:
It was reported that 4 days after pump refill by home health agency, the patient presented to the emergency room about 12 noon with headache, itching, tremor, sweating, increased spasticity, hypertension, fever, increased heart rate and was diagnosed with withdrawal syndrome. The patient remained alert and oriented with no respiratory distress. The patient had recently been refilled and assessed as having some "stiffness and poor motor control" and spasms with mild stimulation spasms or increased tone. No pump reservoir volume discrepancies have been noted over the past two months. The home health agency confirmed that the pump was filled with lioresal 2000 mcg/ml (lot #: n107508) at a daily dose of 900 mcg, which was unchanged from the previous prescription. Telemetry strips were reviewed at the hospital and the programming was confirmed as lioresal 2000 mcg/ml at a daily dose of 900 mcg. The patient was admitted to the pediatric intensive care unit and deteriorated over the next 5 hours. The pump reservoir was aspirated of approx 15 ccs into a syringe; then the catheter was aspirated of approximately 2 ccs into another syringe. The pump was refilled with lioresal 2000 mcg; the patient was given a 75 mcg bolus with favorable response and dosing resumed. Approximately 2 hours post refill of pump and catheter, the patient had noticeable improvement. The patient was also provided with oral baclofen and valium supplementation. Over the next several days, the valium was tapered "too quickly" and the patient regressed slightly. The patient was discharged to home on 7/16/2007. Currently the patient has been experiencing urinary retention possibly due to oral baclofen which is being weaned, but has returned to his baseline. The drug was sent for analysis which revealed the 2 cc catheter aspirate contained baclofen concentration of 306 mcg/ml. The 15 cc sample of drug from the reservoir contained baclofen 1988 mcg/ml. Manufacturing records for the drug contained in the refill kit used were reviewed and no anomalies were noted.